Event description:
It was reported that a cgm error 42 occurred with the customer's device. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support and was guided through a pump reset, after which the error did not reoccur. The customer was able to successfully start their sensor session afterward.